Event description:
It was reported that the device continuously drops signal during the procedure. There was a complete loss of image for 5 minutes.

Manufacturer narrative:
Alleged failure: sn (B)(6) continuously drops signal during procedure. Update: complete loss ~ roughly 5 minutes". Conclusion: reported failure mode was confirmed. A mid session link drop at ~85min into the most recent 223.84min session was found in st logs downloaded from transmitter s/n (B)(6). Link was manually restored at 90min, which correlates to the reported ~5min wireless video loss. However, no logged events could determine the cause of the connection loss. Wireless interference ranged from minor to moderate in all logged sessions but no mid session link drops were found in any previous session. Wireless link stability warnings and e1_9 channel availability errors were also entirely absent. Probable root cause remains unknown but can include the following: 1) transient receiver malfunction. 2) receiver power loss. As neither of the two receivers linked with transmitter s/n (B)(6) were returned, no receiver-side wireless metrics, video parameter readings or other data are available for error analysis. Given that no issues were encountered when transmitter was paired with a working receiver and video source, any underlying transmitter hardware issue can likely be ruled out. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Alleged failure: "sn (B)(6) continuously drops signal during procedure. *update: complete loss ~ roughly 5 minutes" conclusion: reported failure mode was confirmed. A mid session link drop at ~85min into the most recent 223.84min session was found in st logs downloaded from transmitter s/n (B)(6). Link was manually restored at 90min, which correlates to the reported ~5min wireless video loss. However no logged events could determine the cause of the connection loss. Wireless interference ranged from minor to moderate in all logged sessions but no mid session link drops were found in any previous session. Wireless link stability warnings and e1_9 channel availability errors were also entirely absent. Probable root cause remains unknown but can include the following: 1) transient receiver malfunction 2) receiver power loss as neither of the two receivers linked with transmitter s/n (B)(6) were returned, no receiver-side wireless metrics, video parameter readings or other data are available for error analysis. Given that no issues were encountered when transmitter was paired with a working receiver and video source, any underlying transmitter hardware issue can likely be ruled out. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously drops signal during the procedure. There was a complete loss of image for 5 minutes.